Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Pump received with cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cracked on battery cap area. Customer's blood glucose value was 216 mg/dl. Troubleshooting was performed. The device will be returned for analysis.